Event description:
It was reported an unk device was used a during a colon resection. It was reported ees linear cutters were used to do the functional end-to-end anastomosis and completed it with a ta device. Subsequently the pt was brought back to the operating room for an exploratory laparotomy and upon inspection found that the anastomosis had failed. The abdomen had fecal contents in it. It was reported the pt expired. There is no other info available at this time. 8/4/97 the surgeon, had performed a right hemicolectomy with a functional end to end anastomosis. He used the routine linear cutters and linear staplers to complete this anastomosis. On approx. The fifth post operative day the pt developed sepsis and on exploration the anastomosis had broken down. This was an elderly pt with colon carcinoma and significant heart and pulmonary disease. The pt subsequently expired, etiology of this situation is not apparent. There is no instrumentation or other materials at the present time for the co to evaluate. The co rep followed up with the surgeon, he will check to see if the staple line is available for the co's evaluation. 8/18/97 f/u with the surgeon. The co rep visited chicago and discussed this case with the surgeon and there was no significant areas of add'l knowledge that he could add. Specifically, the co does not know for certain which instruments were used in the procedure. He thought the staples may be available and stated he would try to obtain those for the co.